Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 302 mg/dl at time of incident. The customer¿s current blood glucose level was 417 mg/dl. The customer was treated with bolus for high blood glucose. The customer also stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 302 mg/dl and the sensor glucose was 72 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 72. Suspend on low limit in sensor settings was 80 mg/dl. The sensor will not be returned for analysis. The insulin pump will not be returned for analysis. Concomitant product: frn--reservoir-mmt- 326. Concomitant product: infusion set.